Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was implanted with cruciate retaining cemented triathlon primary knee implanted in 2012. Patient reported back to surgeon with knee pain in 2018. Surgeon discovered through radiographic findings that patient¿s medial tibial plateau had collapsed and made the implant subside into a varus alignment indicating a necessary revision of the tibial component to correct mal-alignment and alleviate pain. The size 5 femur and size 32 patella were retained and the size 4 triathlon total knee cemented primary baseplate was then revised to a size 4 cemented triathlon universal baseplate with a 12x50 mm stem. The original 4-13 mm insert was removed and replaced with a 4-19 mm cs insert.